Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) levels reached 200mg/dl at its highest. The customer changed their pump supplies to resolve the occlusions. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion.